Event description:
Philips received a complaint from the biomedical engineer, reporting that the stand had a caster that was damaged. There was no patient involvement when the issue occurred. No patient or user harm reported. The biomedical engineer reported that the stand had a caster that was damaged. The biomed reported that there was an indentation on the caster exterior. The biomed replaced the caster, and the stand motion was tested and operated as designed.